Event description:
During a coil embolization procedure assisted with an enterprise vrd system, a 22mm enterprise was placed through the prowler select plus the proximal tines opened into the aneurysm. There was no difficulty during the deployment, it did not migrate or jump forward. It was initially thought that maybe he undersized the stent and should have used a 28mm but with measurements it was determined that a 28mm would have been too long. With further measurements it was reported that the stent which was labeled as a 22mm was a 14mm stent. A second 22mm stent was telescoped to cover the aneurysm neck. With measurements, this stent also labeled as a 22mm appeared to be 14mm. The procedure was completed via a jailed microcatheter technique without patient injury.

Manufacturer narrative:
Note: cordis lot# 1430005 is lake region lot# 01430005. Per lake region report (B)(4) - lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01430005. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 100 units, which were shipped from lake region medical on december 30, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00083 and 1058196-2011-00084. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that when placing a 22mm enterprise vrd the proximal tines opened into the aneurysm. Initially the physician thought that he had undersized the stent and should have used a 28mm stent, but with further measurements the stent which was labeled as a 22mm appeared to be a 14mm stent. A second 22mm stent was telescoped to cover the aneurysm neck. With measurements, this stent which was also labeled as a 22mm appeared to be a 14mm. The procedure was completed via a jailed microcatheter technique without patient injury. It was reported that the physician is very proficient with the enterprise vrd. A neuron 6 070 guide catheter was used for the case. A prowler select plus was used with the enterprise. There was no difficulty during the deployment, it did not migrate or jump forward. The stents remain implanted and the delivery wires were discarded. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01430005. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of 56 packaged units from lot 01430005 was completed by scanning the units. All 56 units were confirmed to be 22mm stents. Four procedural x-ray films with a total of 13 images which included the physician's overlaying measurements were received and reviewed by an independent neuro interventional radiologist. Using the calibration from the guide catheter it was verified that the operator's calibration was correct and the measurements were also correct. However, it was reported that due to the foreshortening, i.e. A virtual shortening of a 3d object when looked at parallel to the axis of the object; the size of an object's dimensions along the line of sight are relatively shorter than dimensions across the line of sight. With further calibrations, review, and transfer of the measurements, the reviewer concluded that: the operator's spatial calibration was accurate. Assuming that all of his measurements were accurate, the reviewer found evidence that approximately 10 millimeters of the stent was placed into the m1 segment of the mca, and only the rest of the stent stretched into the distal ica. Consequently, the stent was 22 mm long. It could not possibly be a 14 mm stent because in that case there would be 4 mm long stent segment in the distal ica, and according to the operator's measurement the distance between the ica t-bifurcation and the proximal end of the stent is at least 11.5 mm. Too much of the stent was deployed in the mca, and too little of the 22 mm stent remained to stretch into the ica covering the aneurysms. Based on the available information and independent review of the provided images it was determined that the stents were 22mm in length as labeled. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00083 & 1058196-2011-00084.

Manufacturer narrative:
One sample from the lot 01427230 was received and the device measured 22mm. The device was sent for further analysis. Additionally, 56 units were reviewed from one of the two lots affected via non-destructive utilizing fluoroscopy, and all 56 units checked were 22mm. All of the units were uniformly within a couple of millimeters of one another and all measurements were centered at about 22mm. This means that the stents were not uniformly mislabeled on a batch basis. Measurement performed on the provided images was conducted: all the notations shown are in millimeters. The marker-band of the prowler select plus was utilized as a calibrating feature, all other measurement were based the calibration. Here is a brief explanation of them: the radiopaque od of the markerband is approximately 0.0283" = 0.719mm. I used the proximal mb to calibrate and then measured it to 0.7073mm. Given a small amount of point-picking error, this confirms. Next I checked the measurement bars that were superimposed on the xray. They measured to 8.083mm, 9.125mm, and 4.933mm. This differs from the labeled values of 5.41mm, 6.16mm, and 3.28mm respectively. Lastly I double-checked the calibration by measuring two other known features. The od of the distal mc markerband is also approximately 0.719mm and measured to 0.755mm. The od of the distal wind on the delivery wire is approximately 0.312mm and measured to 0.326mm. Since both of my double-checks above were within about 5% of the expected dimensions, but the 3 measurement bars were each approximately 50% off, there seems to be something wrong with the superimposed dimensions. My guess is that the magnification on the fluoroscope was probably changed without re-calibrating the measurement software. Hope this helps. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00083 and 1058196-2011-00084. Additional information will be submitted within 30 days upon receipt.